Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the cp5. A livanova field service engineer was dispatched the customer and replaced defective cp5 drive unit with new cp5 drive unit. Ran functional test. Cp5 system functioning as designed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during a procedure, a cp5 device was not pumping when hooked up. Customer switched to a back up cp5 unit. There is no report of any patient injury.